Event description:
It has been reported to philips that the system went down after start up. The ups was beeping in the technical room. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the reported problem. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips service engineer inspected the system onsite and confirmed the reported issue. The investigation revealed that a faulty ups 1phase data integrity controller had a short circuit. The ups control unit and battery pack were replaced, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected